Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Review of the device data showed minimal meal announcements and significant glucose variability indicating the user was likely over-treating hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user over-treating previous hypoglycemia, resulting in significant glucose variability and increased insulin dosing as the ilet responded to rapidly rising glucose levels and an increased risk of future hypoglycemia.

Event description:
On 9/11/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 9/5/24. The user experienced a severe hypoglycemic episode, resulting in loss of consciousness. Their boyfriend drove them to the ER for observation. The user was admitted and released from the hospital on the same day, (B)(6) 2024. The user was treated with juice and carbohydrates to manage low blood sugar prior to being admitted to the ER. The user has since resumed using the ilet system.